Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 05/11/2011. An actual sample was received for evaluation. A visual inspection of the sample revealed a hole was present in the tubing. The sample was then submitted for an underwater pressure test and a leakage was observed. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a clearlink system catheter extension set in which a leak occurred. According to the report, the patient was being infused with d5 1/4 normal saline - 20meq kcl and a leak occurred at the junction of the tubing and the male luer lock. Some of the solution leaked onto the patient and a small amount of blood backflowed into the set. The set was replaced and the infusion was resumed. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this complaint. No additional information is available.